Event description:
New information noted the asymptomatic patient presented in the operating room for a right ventricular lead revision. Noise artifact was previously noted on the lead. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A partial lead with the tip measuring 50.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that through remote transmission, the right ventricular lead exhibited noise on a stored egm. All other electrical measurements were in normal ranges. Programming changes and further testing in clinic were discussed with the clinician. The patient was brought in clinic for programming changes and will continue to be followed up normally. The patient was doing fine.